Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. H6: proposed component code: mechanical (g04)- rasp. Visual examination of the returned product identified wear to the post, flat area around post and etch, and cutting teeth from previous uses. Distal tip is confirmed to be fractured. Fractured piece(s) were not returned for evaluation. No other damage was noted. Device has an approximate field age of 10.5 years. Device was submitted for further analysis. Analysis determined the device possibly fractured due to reverse fatigue mode of failure. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided. Review identified the following: broken rasp fragment seen within the mid femoral diaphysis. A definitive root cause cannot be determined. This complaint was confirmed based on the returned, fractured device and x-rays. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Event description:
It was reported that while rasping, the tip of the rasp was broken and remained in the patient. The broken tip was discovered in a post-op x-ray. There are no plans to remove the tip form the patient¿s femoral canal. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign ¿ finland the customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.